Event description:
Reportedly, when the staff pulled the device off the shelf, the top of the shipping tube was already broken. The product was not used.

Manufacturer narrative:
Evaluation summary: the catheter was returned in a sealed shipping tube, with the shrink seal still unopened on the clear adaptor. The gray shipping tube was broken at the clear adaptor. Visual analysis revealed that this is not a bond separation. This complaint is being reported because the break in packaging seal compromised the sterility of the product; however, there is no evidence of a manufacturing related cause. It cannot be determined, however, if the damage occurred during shipment or at the hospital. . A device history record review was completed and documented that the device met all specifications upon distribution.